Event description:
It was reported that the lead was removed due to an impedance anomaly. A fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.